Manufacturer narrative:
Our product evaluation laboratory received one swan ganz catheter with contamination shield and monoject limited volume syringe. The balloon was found to be torn from the proximal and distal bonding sites. The central area of the balloon latex was missing. Bonding indication was observed from the distal and proximal bonding sites. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from the catheter body and returned syringe. A device history record review was completed and documented that the device met all specifications upon distribution. The report of issue on the catheter was confirmed. An investigation has been initiated to assess any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use there was insertion difficulties with the swan ganz catheter through the introducer. After the insertion there were other problems; however details are unavailable. The catheter and the sheath were removed. There was no allegation of patient injury reported. Patient demographics requested, but not available.